Manufacturer narrative:
The following sections were updated or answered: d1 brand name;  d3 manufacturer name;  d4 unique identifier (UDI) #;  d4 expiration date #;  g4 PMA/510(k)number;  h5 labeled for single use?; h6 evaluation codes. Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was provided for review and the reported issue was confirmed. However, based on all available information a root cause was not able to be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
A cardinal health employee reported that they saw a post on reddit where a consumer stated "second time this type of syringe has failed to draw and had a crack". A photo was provided that indicated a crack in the hub. The consumer's information is not available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.